Manufacturer narrative:
(B)(4). Visual examination of the returned genesys hydrothermablation (hta) procerva procedure set revealed that the cassette communication board pins were corroded. An initial attempt to engage the cassette was made and a ¿cassette error: faulty cassette detected¿ alarm was displayed. The level sense board was replaced and the second attempt to engage the cassette was successful. The system worked as intended, with no leaks or alarms. The returned genesys hydrothermablation (hta) sheath assembly found no issue. Since uterine perforation is a possible adverse event of the hta procedure as indicated in the dfu, the most probable root cause classification is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under local para-cervical block anesthesia. According to the complainant, during the procedure the machine was displaying fluid loss alarm and the physician terminated the procedure due to possible perforation. The patient was advised on pelvic rest for two weeks. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under local para-cervical block anesthesia. According to the complainant, during the procedure the machine was displaying fluid loss alarm and the physician terminated the procedure due to possible perforation. The patient was advised on pelvic rest for two weeks. The patient's condition at the conclusion of the procedure was reported to be fine.